Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7242236.

Event description:
It was reported that the patient felt tension and pain in the neck and was bleeding heavily following the trial lead pull. The patient was taken to the emergency room and it was discovered that the patient had an epidural hematoma in the thoracic spine. The physician was unable to determine the cause and noted that nothing happened during the procedure that could cause any issues. Upon follow-up, patient was reportedly doing well. The removed leads were discarded by the medical facility.